Event description:
The customer reported that the buttons got stuck and they had to press them several times. During the call the customer stated that they were hospitalized for dka. They reported that the infusion set was disconnected at the quick release and they did not realize it.